Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: safety feature on needles does not work properly.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: safety feature on needles does not work properly.

Event description:
As reported by the user facility: safety feature on needles does not work properly. Please note: this report is being resubmitted. The MFR report number (9610825-2022-00054) that was originally submitted on 25feb2022 was incorrect. The correct report number is 2523676-2022-00257.

Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Please note: this report is being resubmitted. The MFR report number (9610825-2022-00054) that was originally submitted on 25feb2022 was incorrect. The correct report number is 2523676-2022-00257.

Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The evaluation is complete and the finding were reported under report number 2523676-2022-00257. Please note: this report is being resubmitted. The MFR report number (9610825-2022-00054) that was originally submitted on 25feb2022 was incorrect. The correct report number is 2523676-2022-00257.

Event description:
As reported by the user facility: safety feature on needles does not work properly. Please note: this report is being resubmitted. The MFR report number (9610825-2022-00054) that was originally submitted on 25feb2022 was incorrect. The correct report number is 2523676-2022-00257.